Manufacturer narrative:
Final analysis was normal. No anomalies were found that could cause the reported dislodgement.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.